Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller said the patient told them that when they go to recharge they feel the battery doesn¿t move up or down, but they were still getting sufficient stimulation. There were no changes to the stimulation at all, and appeared to be getting good coupling, but it didn¿t matter how long they charged or how long the ins stayed at 75%. The patient recharged every 3 days as that was their normal routine. The caller stated the patient was possibly charging every 3 days to be cautious. It was reviewed that the patient programmer would display both the ins and programmer battery. The caller was unsure which one the patient was looking at. It was reviewed to have the patient go into their hcp and have the ins interrogated, as well as pull the recharger statistics. There were no symptoms reported. There were no further complications reported.